Manufacturer narrative:
Batch review performed on 22 august 2018. Lot 1552549: (B)(4) items manufactured and released on 28 january 2016. No anomalies found related to the problem. Non conformities were documented in the root card but they were all solved prior to items release. To date, 7 similar events have been reported on items of the same lot visual inspection performed by r and d product manager the 22nd of august 2018. Pictures received with the complaint were also considered. Breakage of the tip during screw insertion. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>7 mm), long screws (>60 mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, a screw ø9 mm was inserted, which probably resulted in a high insertion torque. It is not known whether tapping was applied and with what size of tap. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver (ref 03.51.10.0140 or equivalent) to complete the surgery in case of breakage. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the set screw, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn or equivalent) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness.

Event description:
The screwdriver tip broke when the surgeon was inserting the pedicle screw at l5. The broken piece of the screwdriver remained in the screw head as it was not possible to be retrieved. Surgery completed successfully with about 5 minutes of delay.